Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) on samsung galaxy s21 (android 12) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations. After conducting a thorough investigation, we have found that the issue causing the pairing issue is due to the pump disconnecting before pairing is complete error undefined. Furthermore I believe the reason we are receiving error undefined on so many of these android pairing issues is due to a bug with android 12 sending a status message of 0 when the ble device disconnects. The status message of 0 corresponds with gatt_success, which in this case is not appropriate since an error message should be sent. The helpline has provided us with feedback that the issue was resolved by updating to 780g pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a communication issue between the pump and mobile device. It was reported customer getting lost pairing after the app update. Troubleshooting was performed and deleted the pump from bluetooth paired devices and deleted the mobile device from pump also cleared bluetooth cache and data and deleted the mobile app and reinstalled the app also advised customer to force close the minimed mobile app and re-launch but the issue could not be resolved received pairing was unsuccessful. No harm requiring medical intervention was reported. The customer will continue the use of the app and will not be returned for analysis.